Manufacturer narrative:
A review of the production records did not identify a device problem associated with the reported infection. The complainant requested a new implant to be manufactured for the patient. Medcad was notified about the event on 10/08/2024. Information such as the explant date and patient weight was requested from the sales representative via email, phone call, and text message; however, the representative was unable to provide the requested information.

Event description:
Patient experienced post-operative infection, so the original implant was explanted.